Event description:
It was reported that biomed called to state that the arctic sun device came down with flow issues. A functional check of the device showed that the circulation pump would not generate any vacuum. Mss discussed this was indicative of a failure with the circulation pump. So, the device was requested a quote for the 2k hour service package. Per email response received on 15dec2021, initial reporter stated that there was no patient and states that the arctic sun device was sent to us for repairs. Per sample evaluation results received on 16jun2022,the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided" the device was evaluated. Performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. DHR review is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that biomed called to state that the arctic sun device came down with flow issues. A functional check of the device showed that the circulation pump would not generate any vacuum. Mss discussed this was indicative of a failure with the circulation pump. So, the device was requested a quote for the 2k hour service package. Per email response received on 15dec2021, initial reporter stated that there was no patient and states that the arctic sun device was sent to us for repairs. Per sample evaluation results received on 16jun2022,the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively.